Event description:
The manufacturer received information alleging a ventilator service required error message occurred on a trilogy evo o2 international device. There was no allegation of harm. The device was not in patient use. During the evaluation of the trilogy evo o2 international device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The device's system board was replaced to address the issue. An error indicating the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open was discovered and the device's oxygen blending module was replaced to address the issue. Additionally, due to an error indicating the motor controller has proceeded to the shutdown state due to an error with the motor was observed in the device's event log the blower was replaced. The system board tubing is contaminated, and the internal battery is missing and need replaced. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.